Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was hospitalized for pneumonia and following, the patient was transferred to another facility for further evaluation and care. It was also reported the patient developed methicillin-sensitive staphylococcus aureus bacteremia infection, endocarditis and vegetation on the superior vena cava portion of the lead was identified via transesophageal echocardiography. The patient was treated with intravenous antibiotics and the implantable cardioverter defibrillator (ICD) system was removed. Post-operatively the patient was in cardiogenic shock. The patient was placed in a life vest at the time of discharge and approximately two months later and new ICD system was implanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.